Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations and the issues could be possibly due to rf telemetry interference. The caller stated they are not aware of telemetry issues at this facility, but has experienced multiple issues in the past six months. The consultant discussed taking some time to assess rf telemetry as it appears to be the case that there are rf issues at this clinic. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this caller was performing a right ventricular (rv) threshold test for the first time with an advantio device using rf telemetry. The caller went to stop the test for loss of capture; however, it took up to nine seconds before the test ended. The patient was in a wheel chair, slumped over and passed out as she is very pacemaker dependent. No adverse patient effects were reported.